Manufacturer narrative:
Additional information was received that during the revision, the physician checked the lead incision site and believed that there was a bit of an infection at the top. At the bottom of the incision, there was a little pus, bubble type area and it did not looked good. The physician cleaned it out and was hoping that it would clear up but it did not appear that way. The patient was prescribed antibiotics. The physician believed that the infection was not device related but more on the procedure because of the patient's skin condition called scleroderma and that it was the addition of something to the patient¿s body that had kind of caused the skin to flare up and not want to heal.

Event description:
A report was received that the site of the patient's battery had a blister and the lead had started to protrude. Eventually, the implant and lead sites opened and were exposed. It was also reported that the patient had scleroderma and had a lot of open wounds on the body. The patient went to the emergency room (ER) and had an emergency revision wherein only the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the site of the patient's battery had a blister and the lead had started to protrude. Eventually, the implant and lead sites opened and were exposed. It was also reported that the patient had scleroderma and had a lot of open wounds on the body. The patient went to the emergency room (ER) and had an emergency revision wherein only the ipg was replaced and relocated. The patient was doing well postoperatively.